Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Case (B)(6) on (B)(6) 2022 it was reported by a facility representative via sems that an ar-3373-4002 obturator snap in half during use, the washer came out. This was discovered during use in a procedure, with no patient harm reported. Additional information 04/25/2022: on (B)(6) 2022 it was reported by a facility representative via email that an ar-3373-4002 obturator snap in half and the washer came out, during use in a knee procedure at (B)(6). The case was completed using a backup set. Requested additional information on the removal of broken fragments from the patient. Additional information 04/28/2022: on (B)(6) 2022 it was reported by a facility representative via email that an ar-3373-4002 obturator snap in half and the washer came out, during use in a knee procedure at (B)(6). Nothing was left in the patient all fragment will be returned. The case was completed using a backup set.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the shaft had broken off near the handle. The cause remains undetermined, however, a probable cause can be attributed to the application of leveraging/prying forces.